Event description:
In 2008, the patient reported that her blood glucose measured 450 mg/dl the previous night and she bolused 20 units of insulin. The next morning her blood glucose was elevated to 598 mg/dl and she bolused 20 units of insulin. An hour later her blood glucose measured 553 mg/dl and while on her way to work she felt weak and had blurred vision. By 5:00 pm her blood glucose had decreased to 255 mg/dl and then elevated to 315 later in the evening. She stated that she had bolused a total of 80 units of insulin in the past 24 hours. Her normal blood glucose range is 100-200 mg/dl. During troubleshooting the patient saw the low battery symbol displayed on the screen of the infusion device. The patient uses rechargeable batteries but had the infusion device set to use alkaline batteries. The patient was instructed to change the battery setting on the infusion device and to insert a newly charged battery. Upon follow up about 2 days later, the patient stated that her infusion device is functioning properly and her blood glucose returned to normal the following morning. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.